Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2013. Approximately 10 years and 4 months after the initial procedure the patient had a left knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023: diagnosis: early femoral component loosening due to polyethylene liner wear findings: at the time of surgery, there was found to be early loosening of the femoral component. There were no signs of infection. There was moderate synovitis. The polyethylene liner which had been removed did have moderate wear.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
Recall number: z-0021-2022. Report #1038671-2024-04623. This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.